Event description:
In february 2006 at 1:00pm the patient attempted to test her blood glucose level and found the reported meter was displaying the battery symbol. She was unable to obtain a result. At the time of this incident, the patient reported no symptoms of high or low blood glucose levels. The patient's husband took her to the hospital where her blood glucose level was tested and the patient received an unspecified treatment. It would have been helpful to determine why the patient was taken to the hospital, to confirm she was experiencing symptoms, the blood glucose result as tested in the emergency room, the specific treatment received, and when the meter's battery had last been replaced. During the troubleshooting telephone call, the customer care advocate (cca) reviewed with the patient the battery symbol displayed by the meter indicates a low battery capacity, and recommended the patient replace the battery. The patient did not have a replacement battery. The meter and test strips were replaced. The patient was unable to obtain a blood glucose reading on the reported meter. Although no symptoms of high or low blood glucose levels were reported, the patient received treatment at the emergency room. Therefore this incident is being reported due to the patient not being able to test and receiving medical treatment.